Event description:
It was reported that during a rotator cuff repair, the proximal edge of the unit broke off including the eyelet for 1 of the 2 strands of number 2 force fiber. The broken piece and the suture were removed. It was further reported that the remaining anchor and suture were used to complete the procedure with no adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.